Event description:
It was reported that during a factory reset and rewind, the ilet displayed an unable to proceed message and could not continue despite a restart, and subsequent setup assistance was later completed with successful ilet-to-app connection while awaiting dexcom g7 warmup; this aligns with a device failure to infuse associated with a motor component and involved alarms related to restart or malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or caregiver. Investigation of this case revealed a communications problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.